Event description:
It was reported that the patient experienced an inappropriate shock while using a circular saw. Electromagnetic interference seen on the stored episode and noise was noted during isometrics. The device is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.